Manufacturer narrative:
Mansfield product monitoring has attempted to gather additional information. To date, no additional information has been received. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the equipment delivered by the distributor (simple equipment with cross connection, code 775659) was not requested by the hospital (simple equipment with lancet connection, code 674655). However, the equipment (which because of the cross does not connect with the neonatal probe) was used in an unadjusted way, which caused sepsis followed by death of a newborn. The customer confirmed that there are no problems or malfunctions with the infusion pump and stated that the spike set was already discarded and will not be returned for evaluation.